Event description:
It was reported that a patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2000. Subsequently, the patient underwent irrigation and debridement due to a hematoma. No components were removed during this procedure. Additionally, the patient was revised on (B)(6) 2012 due to aseptic loosening of the acetabular component. Operative notes state the surgeon noted bone/tissue damage due to metallosis. The acetabular component, taper sleeve insert and modular head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.